Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the ventilator alarmed for air leakage, it was determined that the balloon of the device was having leakage. The tracheal intubation was removed. After 5 minutes of pure oxygen ventilation through the ventilator, the catheter was re-implanted.